Manufacturer narrative:
Additional relevant info will be provided when it is obtained.

Event description:
An ardis 12x6x26mm cage was implanted at l5-s1 in tlif fashion. Initially, the pt did well post op but later presented with severe back pain and x-rays revealed the ardis cage had migrated out of the disc space. The pt was brought back to surgery and the pedicle screws were removed. The cage was found to be loose and had migrated lateral to the nerve root. There was no significant adherence of the cage to the neural structures and no evidence of solid fusion in the disc space. Different devices were implanted. The pt is reported as doing well at this time.